Event description:
Nurse noted puddle of blood leaked on floor. Upon investigation, nurse noted hole in tubing. IV pump was not alarming. Hole was noted between pump and patient. Antibiotic was infusing as secondary bag with ns 0.9 as primary.